Event description:
This report is based on information provided by a philips bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint while at a bench repair facility, indicating that the dc (direct current) charging socket was damaged, the center pin was missing. There was no patient involvement, therefore no health consequences or impact.